Manufacturer narrative:
Date sent: 06/21/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the trigger on the device was sticking. Used a new device to complete the procedure. There was no pt consequence.